Manufacturer narrative:
The field service engineer replaced the measuring cell on the analyzer. Performance testing done with the old measuring cell was found to be within specifications. A specific root cause could not be determined based on the provided information. An issue with pre-analytic sample handling could not be excluded as a root cause. The customer did not report any further discrepancies.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated they received erroneous low results for four patient samples tested for the elecsys troponin t hs stat assay (tnthsst) on the cobas e 411 immunoassay analyzer (e411). The erroneous results were not transmitted to medical staff who were taking care of the patients. The first sample initially resulted as < 3.00 pg/ml. The sample was repeated, resulting as 136.7 pg/ml. No other repeats were performed since the last result matched the patient's condition. The second sample initially resulted as < 3.00 pg/ml. The sample was repeated, resulting as 11.79 pg/ml. No other repeats were performed since the last result matched the patient's condition. The third sample initially resulted as 79.52 pg/ml. The sample was repeated, resulting as 111.3 pg/ml. The sample was also repeated a second time, resulting as 108.7 pg/ml. The fourth sample initially resulted as 64.9 pg/ml on (B)(6) 2016. The sample was repeated, resulting as 2044 pg/ml on (B)(6) 2016. The sample was also repeated a second time, resulting as 2076 pg/ml on (B)(6) 2016. The patients were not adversely affected. The tnthsst reagent lot number and expiration date were asked for, but not provided. The field service engineer replaced pinch tubing and checked grounding on the reagent disk. He checked and adjusted the bead mixer. No other discrepant results have been reported. The instrument was installed in (B)(6) 2014, but the measuring cell has never been replaced.